Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head falls off - oral b power toothbrush [device breakage]. Case narrative: the consumer email stated that the brush head easily falls off the toothbrush during brushing. No injury was reported.

Manufacturer narrative:
13-mar-2026: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head falls off - oral b power toothbrush [device breakage]. Case narrative: the consumer email stated that the brush head easily falls off the toothbrush during brushing. No injury was reported. 13-mar-2026 product investigation results: oral-b toothbrush and oral-b refills were investigated. The driving shaft was broken at notch. Cause of failure was consumer related (effect of force). "No manufacturing cause" and "no design issue" was identified based on investigation. No injury was reported.